Event description:
The customer contact reported a delay in critical therapy. The pt was admitted to the ER with a complaint of abdominal pain and the pt's "pressures were in the 50s." The tubing set was being used to deliver normal saline and blood. The customer contact reported that during the delivery of the first unit of blood, the tubing set leaked from the top of the filtered drip chamber. The tubing set was replaced and the therapy was resumed. The pt was transferred to another facility. Though requested, no add'l info was provided including pt outcome.

Manufacturer narrative:
One opened device was eval. The device passed testing. No leakage was noted.